Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced foreign matter contamination/coring which was noted during use. The following information was provided by the initial reporter: hcp drew trastuzumab after injecting and dissolving solution in 3 vials. S/he found coring when drawing the 3rd vial. Fragment of coring is in the syringe which is connected with the injector.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced foreign matter contamination/coring which was noted during use. The following information was provided by the initial reporter: hcp drew trastuzumab after injecting and dissolving solution in 3 vials. S/he found coring when drawing the 3rd vial. Fragment of coring is in the syringe which is connected with the injector.

Manufacturer narrative:
H.6. Investigation: one injector attached to a syringe, protector and vial, along with two additional protectors attached to a vial were returned to our quality team for investigation. The product was visually inspected, no defects or damage was observed on the injector or injector membrane. Through visual inspection, a foreign particle was observed inside the syringe. Characterization testing was performed and identified the particle was likely fragments of the rubber stopper from the vial. Fragmentation testing is performed during manufacturing to identify any particles generated by the injector after ten activation. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a definitive root cause at this time.